Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant results on a patient that was admitted in the emergency room with chest pain. I-stat troponin (units ng/ml): 12:39 tni: 0.10, 12:56 tni: 0.06, 13:13 tni: 0.01, 13:47 tni: 0.05, (re-spun heparin plasma), 14:46 tni: 0.04 second specimen that was spun down, 14:57 tni: 0.05 repeat. There were no tests performed in the lab. The suspected discrepant results were released to the physician or caregiver. Based on the information available at the time, there were no injuries associated with this event.